Manufacturer narrative:
This complaint was identified in a literature review so no product was returned for evaluation and no radiographs were provided therefore the complaint cannot be confirmed. It is unknown if a counter torque was utilized during tab removal. It is unknown if the surgeon utilized the tab splitter or manual technique. Review of the instructions for use and surgical technique guide reference a reduction extension tab inspection should be completed after separation and prior to closure indicating a failure to follow instructions as the root cause. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...to break off reduction extensions: 1. Insert the mas reduction screw splitting tool into the proximal portion of the reline mas reduction screws, following the same steps outlined in step 2 on page 82. 2. Squeeze the reduction screw splitting tool handles until the screw splits at the top. 3. Repeat until all reduction extensions are split at the top. 4. Grab both reduction extensions and pull medial first, then lateral, until both reduction extensions are removed from the screw. Note: check both reduction extensions after removal for the black lasermark at the distal end of the reduction extension to confirm the reduction extension has broken off at the correct spot..."

Event description:
According to a clinical study, on (B)(6) 2021 an anterior lumbar interbody fusion was performed at l4/s1. On an unknown date postoperative radiographs revealed a retained screw extension tab at left s1. On (B)(6) 2021 the screw extension tab was reportedly removed. No patient injury was reported.

Manufacturer narrative:
Updated information found in sections: b4, d4, g6, h1, h2, h10.

Event description:
Additional information received is listed on section h10.